Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a clinic check, noise was observed on the ventricular lead. The oversensing was sensed intermittently and based on the timing seemed suggestive of artifact caused by the tricuspid valve closing on the lead. There were no stored electrograms. Programming changes were recommended. The patient did not receive any inappropriate therapy and patient was stable.